Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported a suspected insulation break for this lead on (B)(6) 2019. Shortly after, the patient received several inappropriate shocks due to noise. The device was deactivated, but the system remains implanted. Should additional information become available, this file will be updated.